Manufacturer narrative:
Clarification to b3 date of event: the event "open wound with implant exposure" was first noted on (B)(6) 2026 and was the indication for surgery. The implant was discovered to be ruptured during the explant surgery on (B)(6) 2026. The events of "exposure" and "wound dehiscence" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: "open wound with implant exposure"; "ruptured implant shell noted in operating room".

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "open wound with implant exposure". This record is for right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed two openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. - wound dehiscence: unable to observe through visual inspection as it is a physiological phenomenon. - exposure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and non-penetrating nick are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "open wound with implant exposure". This record is for right side. The device was explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.